Event description:
Customer reported that a pump alarm, specifically alarm 20, occurred during the loading process. Blood glucose did not exceed 500 mg/dl, indicating no acute adverse impact on the customer's levels. Customer was unable to resume insulin therapy successfully as the alarm persisted, even after attempting to load a new cartridge with assistance. As a corrective measure, tandem technical support arranged to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.